Event description:
A customer contacted beckman coulter inc. (Bci) regarding false low sodium (na) results generated by the au400 chemistry system for one patient sample. The initial na result was 114 meq/l. The sample was re-tested as a stat and repeated result was 118 meq/l. The results were reported out of the lab and questioned by the physician. Customer reran the original specimen and obtained result was higher. There was no an effect to the patient.

Manufacturer narrative:
Qc was within specifications before the event. The elevated results had appropriate flags. Sample and reagent probes had not been replaced in 2 years, and customer replaced them. A clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.